Manufacturer narrative:
H10. Evaluation codes in h6 provided (inadvertently left out in previous supplemental report).

Manufacturer narrative:
H10. H3, h6: we have now completed the investigation for this complaint. A review of the device history showed that this unit passed all acceptance criteria and was compliant upon release for distribution. There were no indications to suggest the device did not meet product specifications nor did it allege any product deficiencies upon release into distribution. Complaint history for the reported failure, false alarm, has been reviewed and shown that in the previous four years there have been further instances. These instances are being monitored to determine if additional actions are required. The device, used in treatment, has not been returned for evaluation. Due to this a visual and functional evaluation could not be performed. We are unable to confirm a relationship between the complaint reported and the device or determine a root cause. False alarm thresholds are set after thorough testing and are always set to ensure the complete safety of the patient. It is possible in extreme cases that the alarm may trigger inadvertently. In this instance therapy will still be delivered. No further actions by smith and nephew are deemed necessary at this stage. However, we will continue to monitor for any adverse trends relating to this product range.

Event description:
It was reported that the device displayed a full canister alarm despite the canister being empty. A new canister and dressing were applied and the same alarm condition was displayed again. The soft port was examined very closely and the dressing was checked for any leak or mal seal. No evidence of this. Treatment stopped. The device was returned to medway hospital equipt service for return to s&n. An investigation letter is required.